Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component code, conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that on site inspection for fault findings was carried out and a faulty pim was found and replaced. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of an autofill failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. K4 and k10 solenoids will not function. This would cause an autofill failure. Possible cause for this issue is component reliability. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) had auto fill malfunction . There was no patient involvement.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) inspection for fault finding. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- additional initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.